Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.

Event description:
Capture anomaly was noted on the lead. Upon explant, externalized conductors were observed.